Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973896. Visual inspections & results: damaged anvil / anvil shroud n/a; damaged guide face, ab-no; damaged knife, ab-no; damaged other, ab-no; damaged staple pockets, ab-no; damaged trocar, ab-no and missing parts, ab-anvil. Analysis conclusion: based on the info received and visual inspection, no conclusion could be reached as to what may have caused reported incident. As anvils were not returned with instruments, further functional testing could not be performed. However, both instruments were cycled and there were no difficulties noted with instruments being dialed into firing range. The mfg engineer has been notified of reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's prodcuts.

Event description:
It was reported during a low anterior resection the surgeon attempted to use a cdh25 to reanastomose the bowel. After tying the purse string, the anvil portion would not click onto the stapler portion. The surgeon had grasped the anvil portion with a mayo clamp instead of anvil grasper. The stapler was removed and anotehr cdh opened. It clicked together correctly and seemed to fire normally, stapled and cut, but only produced a proximal tissue ring. The distal ring could not be found in the stapler. When testing the anastomosis, it fell apart. The surgeon used an eea to complete the case, but felt unsure about the anastomosis. The surgeon said each time the stapler did not work he had to excise a little more tissue, and the anastomosis was done on tissue under tension and tissue quality was not good. A diverting colostomy was done, it may be reattached later. The anvils from both staplers were discarded.